Event description:
The customer reported being hospitalized for high blood glucose six weeks ago. The blood glucose reading was 101 mg/dl. The customer stated that the insulin pump alarmed no delivery. The customer did not want to troubleshoot the device at time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.